Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes labels lifted off. This occurred on 10000 occasions during use. The following information was provided by the initial reporter: paper label came away from edta tube. Paper label came away from edta tube 2ml and stuck in label machine.